Event description:
Related manufacturer reference number: 1627487-2023-03650. It was reported that the patient experienced ineffective therapy and both of the patient's leads had high impedances. As a result, surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.